Event description:
Caller states the tracheostomy falls out of patient. Caller states the trach was installed on (B)(6) and is currently in use. The patient will have it replaced as soon as a replacement is obtained.

Manufacturer narrative:
Sample currently in transit to the manufacturing site for analysis.